Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to a pause in pacing observed in two atrial tachy response (atr) episodes with vsense at 32 beats from (B)(6). Upon review, the observed pauses correlated with user performed diagnostic testing. The pause associated with the (B)(6) atr episode occurred over 25 hours after the beginning of the episode, which matched up with a (B)(6) office visit. This pacemaker remains in service. No adverse patient effects were reported.